Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, manufacturer representative (rep) provided device disposition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). It was reported that the patient started her spinal cord stimulator trial on wednesday, october 6. Two leads replaced to mid t8 with some difficulty due to her spinal cord stenosis. All connections and impedance measurements were within normal limits. She was programmed for dtm trialing. Her perception thresholds were lower than normal. The manufacturer representative (rep) called and made an adjustment to her on october 7 in the morning. At approximately 6:30 pm on the 7th, the patient¿s daughter called me back stating that her mother's leg was in severe pain now. This was a new pain that she had never had before. She also fallen multiple times during the day and felt like she had lost some of her function in that leg. The rep informed the healthcare provider (hcp) of the situation and he made contact with the patient. Later that evening, the ER doctor wanted some information about the spinal cord stimulator trial. They wanted to perform a MRI on the patient. The rep told him they would have to remove the wires to do so. On october 8, the rep called to make an inquiry about how the patient was doing and was informed that the wires were pulled out the previous evening and an MRI was performed.